Event description:
The patient was revised because the bearing spun. Surgeon revised to a thicker insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The initial reporting indicated the product was not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the reported event; however, published studies indicate that the incidence of bearing dislocation is very low and almost always attributed to improper flexion/extension gap balance. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.